Event description:
The implantable neurostimulator worked for the left side, but not the right side. The implant site hurt and was painful. The implants moved. The hcp reported that the pt had good stimulation coverage. The pt had been recently discharged by the hcp. The pt outcome was reported as 'no injury'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.